Manufacturer narrative:
(B)(4). Batch # n56m4j. The analysis found that one psee60a device was returned with no apparent damage and with a gst60d partially fired 1/16 cartridge no loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot (device - psee60a). Reload ¿ gst60d: batch number p5544y ¿ the batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Manufacturing date: 01/27/2017.

Event description:
It was reported that during an unknown procedure, does not made b shape so pf need to reinforce with suture. There were no adverse consequences for the patient reported.